Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will not be requested as the physician did not provide contact information. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports alcl, affected side and treatment unknown. This is an unconfirmed case of alcl and will be captured as lymphoma as pathological markers have not been received.